Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the gz transmitter had inaccurate ECG readings and false tachycardia on a simulator. There was no patient involvement. Investigation summary: the complaint device was received by nihon kohden. The unit was evaluated, and the complaint was duplicated. Intermittent waveform drops and signal noise were observed during testing. The unit did not show any visible physical damage, but there was evidence of liquid exposure. The cause of the issue was hardware failure due to fluid intrusion from user mishandling. User mishandling may include not following the cleaning and storage instructions, as well as improper battery use, which may lead to battery leakage in the internal compartment. Nk will continue to monitor and trend similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported the gz transmitter had inaccurate ECG readings and false tachycardia on a simulator. There was no patient involvement.

Manufacturer narrative:
The biomedical engineer (bme) reported the gz transmitter had inaccurate ECG readings and false tachycardia on a simulator. There was no patient involvement. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported the gz transmitter had inaccurate ECG readings and false tachycardia on a simulator. There was no patient involvement.